Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with only the hub and part of the hypotube returned for analysis. The hypotube was microscopically inspected. Inspection revealed numerous kinks in the hypotube, with a fracture in the hypotube 80cm from the strain relief. The fracture face was oval, suggesting a kink prior to separation. Inspection of the remainder of the device found no other damage or irregularities. Functional testing could not be performed, as the balloon portion of the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.5mmx12mm quantum maverick balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.